Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. Customer¿s blood glucose value was 150 mg/dl. The customer reported their healthcare provider corrected the settings and resumed insulin therapy.